Event description:
As reported by the field clinical specialist, during a transfemoral tavr with a 26mm sapien 3 ultra valve in the aortic position, the primary operator noted resistance when inserting the 14fr sheath. A lunderquist (stiff wire) was used to straighten the vessels and provide a supportive "rail" for sheath insertion. Once the sheath was advanced, the delivery system with crimped valve was inserted through the sheath. A notable resistance was observed as the valve passed into the distal abdominal aorta. Despite several maneuvers, the valve would not advance past a shelf of calcium. After several minutes, the team decided to remove the valve and delivery system and sheath as a unit. During removal, the 26mm s3u valve was "stripped" from the delivery system balloon and remained in the common femoral artery. The patient was intubated and prepped for a surgical right femoral artery cutdown and removed the valve was successfully. The case was aborted and the vessel was patched and repaired without incident. The patient was transferred to the unit in stable condition and will be rescheduled for an alternative access approach.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The device was returned. A visual inspection was performed, and the following was observed: balloon returned pleated with no damage or abnormalities observed, significant damage observed on distal end of sheath and twist on crimp balloon observed. As the device was returned pleated with damage to the sheath, the complaint was confirmed. Functional and dimensional testing was unable to be performed due to the nature of the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as no applicable procedural imagery was provided. No manufacturing non-conformances were identified during engineering evaluation. Without the work order information, a review of the device history record and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. As reported, "the delivery system with crimped valve was inserted through the sheath. A notable resistance was observed as the valve passed into the distal abdominal aorta. Despite several maneuvers, the valve would not advance past a shelf of calcium". Per 3mensio review, calcification and tortuosity present within the patient's arterial anatomy. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be progress further. Additionally, tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome when tracking through patient anatomy. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Based on the available information patient factors (calcification, tortuosity) may have contributed to the difficulties advancing the delivery system. As reported, "during removal, the 26mm s3u valve was "stripped" from the delivery system balloon and remained in the common femoral artery". Tortuosity in the access vessel can create non-coaxial withdrawal angles. It is possible that the distal end of the delivery system along with the crimped valve created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath and therefore led to the withdrawal difficulty reported. This interaction, in addition to excessive device manipulation to counter the withdrawal difficulty, may have resulted in the valve dislodging from the balloon. Additionally, device evaluation revealed significant damage and scratches on the distal end of the returned sheath. As such, it is possible that the damaged sheath may have contributed to the suboptimal withdrawal conditions leading to the noted withdrawal difficulties. Further excessive manipulation in the attempted withdrawal could have then led to the reported dislodgement of the valve from the delivery system balloon. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Based on the available information patient (tortuosity) and/or procedural factors (non-coaxial withdrawal of delivery system and crimped valve, device manipulation, damaged sheath) may have contributed to the withdrawal difficulties. Additionally, during product evaluation of the returned device, engineering observed the twisted crimp balloon. Functional testing showed the device functions within anticipated inflation/deflation time. Because the issue was found during product evaluation, it is unknown when the twisting occurred. It is possible the twisting occurred due to device handling during return shipping/transit. However, a definite root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no labeling/training manual inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment is required at this time.